Event description:
It was reported that during an ankle arthroscopy, the metallic tip of the unit detached and fell into the ankle of the patient. It was further reported that the fragment was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.